Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found that the instrument hook tip was broken off the distal end. The broken piece was not returned. The missing piece measures approximately 0.178" x 0.31". Failure analysis found additional findings not reported by site: the instrument was found to have a dislodged flush tube. The probable root cause is attributed to the user.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook arrived to assembling with a missing tip. There was no report of patient involvement.